Manufacturer narrative:
The information provided by the customer cannot be verified at this time, as the affected optics have not been made available for detailed inspection. A review of internal records revealed no trend or increased frequency of rod lens breakages for the hysteroscope model in question. Based on similar cases and product design knowledge, the most probable cause of rod lens breakage is typically mechanical overload, which may occur during: clinical use. Handling or transportation. Reprocessing, especially during manual cleaning, drying, or sterilization there is no indication of a manufacturing or production defect based solely on the customer's description. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the rod lens of four hysteroscopes has already broken 4 times. Unfortunately, there is no longer sufficient visibility to operate. No death or unanticipated serious deterioration in state of health reported. Cross reference MDR: 9610617-2025-00132, 9610617-2025-00133 and 9610617-2025-00134.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).